Event description:
Treatment of an aneurysm. It was reported that the patient had a stroke from the mca post pipeline procedure and is currently doing well.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).